Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive the manufacturer internal reference number is: (B)(4).

Event description:
A literature caparison study was conducted in two groups of patients for astigmatism correction. A physician reported that postoperative visual disturbance and complications, seven patients in one group reported persistent postoperative photic phenomena and in other group only one patient experienced the same symptom, sixteen patients in one group and fourteen patients in the other group reported mild postoperative pain, which subsided within one week with the use of analgesics after cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.